Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4). Actual sample was unavailable. Photos of defected device attached for visual inspection. It seems that the clampex connector was broken - introduced additional checks during the manufacturing process. A more robust design of the clampex connector was introduced as part of the "physiomoon" relaunch.

Event description:
This is a case, which was reported to baxter (B)(4). The complaint was received from a edwards lifesciences on behalf of (B)(4) hospital and refers to an incident involving accusol ((B)(4)) on batch number (B)(4). After attaching the bags of replacement fluid to the substitution line the spike did not pierce the replacement fluid when the wings were squeezed together. The nurse stated the blue tab had been removed prior to attempting to spike the bag.